Event description:
The account stated that the axsym analyzer has generated a false negative cmv igm result on a patient sample. The index value was negative between 0.268-0.356. The sample was then tested by the vidas method, and the result was positive at 1.85. The cmv igg result for this patient was also positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An fsr found the solution #4 pump was dispensing about 50% of expected volume. The fsr replaced the pump. The fsr found the processing probe was dripping during a flush, and the processing probe failed a probe calibration. The fsr replaced the processing side syringe valve. The fsr ran a successful processing probe calibration, and a control run to verify the analyzer performance. The complaint text notes the probable causes of the erratic results issue was buffer pump and syringe valve failures. The fsr documented that the buffer pump and syringe valve were replaced as hard failures and were worn out from normal use. A service history review found no additional complaints have been documented for axsym (B)(6) since the fsr serviced the axsym, and replaced the buffer pump and syringe valve. A level 3 investigation was opened on (B)(6), 2001 to reduce the occurrence of inconsistent results on the axsym analyzer. The investigation determined inconsistent results were generated if the operator failed to follow assay specific package inserts and/or the abbott axsym system operations manual concerning sample handling, loading reagent packs, probe crash recovery, weekly maintenance and the loading of bulk solutions. As part of level 3 investigation, a product information letter (pi (B)(6) 2001) was issued to reinforce the importance of following instructions provided in the abbott axsym system operations manual, addendums and assay-specific package inserts in order to ensure optimum performance of the axsym system. An abbott metrics report for the axsym analyzer was reviewed and no adverse trends were found to have been identified for cmv igm assay erratic results generation.